Manufacturer narrative:
It was reported that the patient had a potential infection. The patient's joint was washed out and the poly inserts were exchanged. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had a potential infection. The patient's joint was washed out and the poly inserts were exchanged.